Manufacturer narrative:
The initial medwatch report indicates: (B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface flex cable assembly, the user interface pcb assembly and the system controller pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use. The initial medwatch report should indicate: (B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface flex cable assembly, the user interface pcb assembly and the system controller pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use. Physio-control further evaluated the removed components and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface flex cable assembly, the user interface pcb assembly and the system controller pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the display on their device would occasionally remain white upon powering on the device, which is indicative for a device lock-up. The device's service led would go on powering on the device and multiple event codes had been logged into the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
.